Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e216 (scope communication) was physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to breakage of the image sensor. Additional findings include the following: the insertion section had dents, the protector was damaged, the light guide (lg) tube was scratched, and the lg bundle was likely broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Concomitant medical products: cv-290 (7040145)/clv-290sl (7036564)/bf-1tq290 (2021984) (listed here due to maximum character limitations in respective field).

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a blackout image issue while using the evis lucera elite bronchovideoscope. The issue occurred during reprocessing, the procedure was therapeutic (bronchoscopic high-frequency electrocautery), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.